Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve access system was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve access system, part # m635tu80020 batch # 0034632606. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism, cerebral vascular accident (cva) (decreased level of consciousness) (intubation, intensive care, hospitalization, imaging required) hypotension, (medication required) and death. Risk review: a risk review was completed and confirmed that the events of air embolism, cerebral vascular accident (cva), hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal system through a watchman fxd curve access system (was). After tsp, the was, vcc rf wire, and non-boston scientific imaging catheter were in the left atrium (la). Measurements of the laa were taken. After the vcc rf wire was removed, the physician stated he felt air enter the patient through the was and promptly pulled the was from the la to the right atrium (ra). Hypotension was noted and epinephrine medication was given in response. No st elevation was noted. No air was visualized. Nitro medication was given after the hypotension recovered and the patient was intubated to ensure no further negative pressure issues. The la pressure reading was 9 and fluid was given in response. A 35 mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria. The procedure was concluded. The patient was then not waking up fully and was taken to the intensive care unit (ICU) for further monitoring and imaging. The physician suspected the air embolism may have been caused by negative pressure as the patient was on conscious sedation. The physician also suspected that the impairment of consciousness was most likely caused by the air embolism. It was further reported that a magnetic resonance imaging (MRI) was performed and showed large bilateral posterior infarctions in the brain. The patient's family decided to withdraw care due to continued neurological disfunction. The patient died.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal system through a watchman fxd curve access system (was). After tsp, the was, vcc rf wire, and non-boston scientific imaging catheter were in the left atrium (la). Measurements of the laa were taken. After the vcc rf wire was removed, the physician stated he felt air enter the patient through the was and promptly pulled the was from the la to the right atrium (ra). Hypotension was noted and epinephrine medication was given in response. No st elevation was noted. No air was visualized. Nitro medication was given after the hypotension recovered and the patient was intubated to ensure no further negative pressure issues. The la pressure reading was 9 and fluid was given in response. A 35mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria. The procedure was concluded. The patient was then not waking up fully and was taken to the intensive care unit (ICU) for further monitoring and imaging. The physician suspected the air embolism may have been caused by negative pressure as the patient was on conscious sedation. The physician also suspected that the impairment of consciousness was most likely caused by the air embolism.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal system through a watchman fxd curve access system (was). After tsp, the was, vcc rf wire, and non-boston scientific imaging catheter were in the left atrium (la). Measurements of the laa were taken. After the vcc rf wire was removed, the physician stated he felt air enter the patient through the was and promptly pulled the was from the la to the right atrium (ra). Hypotension was noted and epinephrine medication was given in response. No st elevation was noted. No air was visualized. Nitro medication was given after the hypotension recovered and the patient was intubated to ensure no further negative pressure issues. The la pressure reading was 9 and fluid was given in response. A 35mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria. The procedure was concluded. The patient was then not waking up fully and was taken to the intensive care unit (ICU) for further monitoring and imaging. The physician suspected the air embolism may have been caused by negative pressure as the patient was on conscious sedation. The physician also suspected that the impairment of consciousness was most likely caused by the air embolism. It was further reported that a magnetic resonance imaging (MRI) was performed and showed large bilateral posterior infarctions in the brain. The patient's family decided to withdraw care due to continued neurological disfunction. The patient died.

Manufacturer narrative:
B2: date of death estimated b5: information added h6 patient code added: cva/stroke h6 impact code added: death.

Manufacturer narrative:
H6 patient code removed as it was included in error: air embolism.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal system through a watchman fxd curve access system (was). After tsp, the was, vcc rf wire, and non-boston scientific imaging catheter were in the left atrium (la). Measurements of the laa were taken. After the vcc rf wire was removed, the physician stated he felt air enter the patient through the was and promptly pulled the was from the la to the right atrium (ra). Hypotension was noted and epinephrine medication was given in response. No st elevation was noted. No air was visualized. Nitro medication was given after the hypotension recovered and the patient was intubated to ensure no further negative pressure issues. The la pressure reading was 9 and fluid was given in response. A 35mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria. The procedure was concluded. The patient was then not waking up fully and was taken to the intensive care unit (ICU) for further monitoring and imaging. The physician suspected the air embolism may have been caused by negative pressure as the patient was on conscious sedation. The physician also suspected that the impairment of consciousness was most likely caused by the air embolism. It was further reported that a magnetic resonance imaging (MRI) was performed and showed large bilateral posterior infarctions in the brain. The patient's family decided to withdraw care due to continued neurological disfunction. The patient died.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was under conscious sedation. Transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal system through a watchman fxd curve access system (was). After tsp, the was, vcc rf wire, and non-boston scientific imaging catheter were in the left atrium (la). Measurements of the laa were taken. After the vcc rf wire was removed, the physician stated he felt air enter the patient through the was and promptly pulled the was from the la to the right atrium (ra). Hypotension was noted and epinephrine medication was given in response. No st elevation was noted. No air was visualized. Nitro medication was given after the hypotension recovered and the patient was intubated to ensure no further negative pressure issues. The la pressure reading was 9 and fluid was given in response. A 35 mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted after meeting release criteria. The procedure was concluded. The patient was then not waking up fully and was taken to the intensive care unit (ICU) for further monitoring and imaging. The physician suspected the air embolism may have been caused by negative pressure as the patient was on conscious sedation. The physician also suspected that the impairment of consciousness was most likely caused by the air embolism. It was further reported that a magnetic resonance imaging (MRI) was performed and showed large bilateral posterior infarctions in the brain. The patient's family decided to withdraw care due to continued neurological disfunction. The patient died.

Manufacturer narrative:
H6 patient code added: air embolism.